Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were returned for evaluation. Defect found on returned strips: physical defect of strips; discolored grey pads root cause: rc-061: storage outside specifications note: manufacturer contacted customer in a follow-up call on 18-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer. Customer states replacement products resolved customer¿s initial issue.

Event description:
Consumer reported complaint for the ketone test strips. Complaint was initially reported via e-mail and then by telephone. Customer stated she had purchased 2 vials of 50 test strips. The package had not been open or damaged when received by the customer. Customer stated the tips of the test strips from the first vial were grey in color and those from the second vial were beige. Customer tested using both vials and stated the first vial provided a negative trace and the second vial showed moderate. The test strip lot manufacturer¿s expiration date is 07/16/2022. The product storage and open vial date were not disclosed. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The customer declined to perform a urine test during the call.